Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had half of the screen black. The issue occurred during sedation for a diagnostic colonoscopy, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed by the technical assistance center (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was failure to follow instructions. The technical assistance center (tac) performed troubleshooting, toggled the hd scan mode, preferred mode 3, and the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.